Manufacturer narrative:
Concomitant products: terumo radifocus guidewire and guidewire (chevalier 14 tapered 3). (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of powerflex pro balloon catheter, it was reported that the device was delivered to the right superficial femoral artery and inflated. However, it ruptured at 8 atmospheres (atm). Therefore the balloon was removed intact from the patient and another powerflex pro balloon was used. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the stylet or any of the sterile packaging components. The device was prepped normally, maintaining negative pressure. An approach was made from the right popliteal artery. A guidewire (chevalier 14 tapered 3) was used but it could not cross the lesion, so it was changed to another guidewire (radifocus, terumo) and it crossed the lesion. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator used successfully with other devices, any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel or if the balloon catheter kink while being used. The lesion was mildly calcified and tortuous. The rate of stenosis was 100%. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during the use of powerflex pro balloon catheter (bc), it was reported that the device was delivered to the right superficial femoral artery and inflated. However, it ruptured at 8 atm (eight atmospheres). Therefore the balloon was removed intact from the patient and another powerflex pro balloon was used. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the stylet or any of the sterile packaging components. The device was prepped normally, maintaining negative pressure. An approach was made from the right popliteal artery. A guidewire was used but it could not cross the lesion, so it was changed to another guidewire and it crossed the lesion. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator used successfully with other devices, if any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel or if the balloon catheter kink while being used. The lesion was mildly calcified and tortuous. The rate of stenosis was 100%. The product was returned for analysis. One non sterile catheter powerflex pro 4mm x 4cm 80cm bc was returned. Per visual analysis the balloon appears to have not been inflated. No other anomalies were noted in the returned device. A leak test was performed successfully; the balloon was inflated and deflated as expected. A device history record (DHR) review of lot 17167754 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.